Manufacturer narrative:
(B)(4). Procode: krd/hcg. No code available, was selected, however, the patient did undergo additional intervention since the alleged entanglement and coil unraveling/stretching necessitated use of a snare catheter to fully advance the coil into the aneurysm sac. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The device remains implanted; therefore, no further analysis can be performed. A manufacturing record evaluation was performed for the finished device l13805 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
A report from the field indicated that during a coil embolization of a 5mm internal carotid artery (ica) aneurysm, a 2mm x 3cm galaxy g3 mini (glm920030/l13805) coil was detached without incident, but the delivery wire ¿went back to the lesion a little¿ and became entangled with the coil and appeared to be stuck. The wire was withdrawn, but the complaint coil became unraveled in the process. The coil was pushed into the aneurysm using a snare catheter and the procedure was completed. Computed tomography (CT) scan performed after the procedure demonstrated that the coil was inside the aneurysm. No patient complications occurred as a result of the event. The device was inserted and advanced towards the lesion with no resistance felt and the coil was detached. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this report: e1, e2 e3, g4, g7, h2, and h10. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a coil embolization of a 5mm internal carotid artery (ica) aneurysm, a 2mm x 3cm galaxy g3 mini (glm920030/l13805) coil was detached without incident, but the delivery wire ¿went back to the lesion a little¿ and became entangled with the coil and appeared to be stuck. The wire was withdrawn, but the complaint coil became unraveled in the process. The coil was pushed into the aneurysm using a snare catheter and the procedure was completed. Computed tomography (CT) scan performed after the procedure demonstrated that the coil was inside the aneurysm. No patient complications occurred as a result of the event. The device was inserted and advanced towards the lesion with no resistance felt and the coil was detached. No further information is available. The device remains implanted therefore no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l13805 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil - unraveled/stretched¿ and ¿coil ¿ entanglement¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Coil entanglement and unraveled/stretched requiring additional intervention are known potential procedural complications associated with the galaxy g3 mini coil. With the information provided, it is not possible to determine the root cause of the event; however, clinical and procedural factors, including aneurysm/vessel characteristics, operator technique, and device interaction, may have contributed. The coil stretching during attempted removal of the device may have been related to the delivery wire becoming anchored to the coil resulting in stretching during attempt to withdraw the device against resistance. Coil stretching is indicative of the application of excessive force, possibly in an attempt to overcome the reported resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.